Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration /migration of essure device location of device: uterus wall"), device breakage ("fracture of the essure device /device breakage"), fallopian tube perforation ("perforation fallopian tube") and uterine perforation ("perforation (uterus)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included premature baby. She denies any nausea or vomiting. It was reported that norco not helping. Previously administered products included for birth control: nuva ring from 2009 to (B)(6) 2011, pill from 2008 to 2009, pill from 2007 to 2008 and pill from 2006 to 2007. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, 3 months 7 days after insertion of essure, the patient experienced weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal infection ("infections / infection (bladder/ urinary tract/vaginal)-type:"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), cystitis ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"), back pain ("lower back pain"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, surgery (laparoscopy on (B)(6) 2015/ removal of the essure device on (B)(6) 2015 ,salpingectomy), surgery (removal of the essure device on (B)(6) 2015), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, fallopian tube perforation, uterine perforation, menstruation irregular, vaginal infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, weight decreased, back pain, arthralgia, abdominal pain lower, depression and anxiety outcome was unknown, the dysmenorrhoea was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, cystitis, depression, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, menstruation irregular, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: approximately 12 mm of coil was noted trailing into the uterine cavity. On the left the same procedure was repeated. On that side, 1 trailing coil was noted into uterine cavity with approximately 4 mm of a distance into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Approximate weight at the time of essure placement 126 lbs. On (B)(6) 2015, ultrasound of the pelvic. Findings: the essure coil in the right fallopian tube is visualized. There are normal venous and arterial spectral doppler waveforms in the right ovary. The left ovary is normal in size. The essure coil on the left could not be seen by ultrasound. There are normal venous and arterial spectral doppler waveforms in the left ovary. On (B)(6) 2015,status post essure coil placement 3-4 years ago. On (B)(6) 2015, preoperative diagnosis: abdominal pain, foreign body pelvis. Procedure: diagnostic laparoscopy, enterolysis, and removal of the foreign body. Description of procedure: . There was a coil was noticed present in the left side, which was stuck by mesentery of the tube. The part of the mesentery and adhesion was removed, the coil was removed from the left side. There was some inflammation was also noticed in the pelvis and the tube, it seems like the patient had pelvic inflammatory disease. On (B)(6) 2015, history of present illness: undergone removal of an essure coil device on (B)(6) 2015. Presented once again with abdominal pain. She underwent CT scan of the abdomen and pelvis in the emergency department, which showed an essure coil device. The left fallopian tube essure coil device had been removed on (B)(6) 2015. On (B)(6) 2015, procedure: pelvic sonogram. Findings:. Essure device is seen in bilateral adnexal region. Procedure: right upper quadrant sonogram. On (B)(6) 2015, comparison: transvaginal ultrasound performed earlier today. Procedure: using the ge CT scanner, 5 mm axial images through the pelvis and proximal lower extremities were obtained with 70 ml of intravenous isovue 370. Coronal and sagittal reformats were also reviewed. Impression:· bilateral essure devices, with the right near the endometrial canal and the left adjacent to the uterus. Otherwise, normal CT of the pelvis. Us transvaginal pelvic eval: assessment: pelvic pain - mainly in rlq - afebrile and with normal cbc and electrolytes. Vital signs wnl as well. 1.radiographic evidence of possible essure coil displacement on right side and remaining piece of coil on left side. No evidence of torsed ovary, free fluid in pelvis or appendicitis. 2.pain out of proportion with abdominal and pelvic exam findings. Exam non-concerning for acute abdomen. 3. Pain radiating to leg not fully explained by potentially misplaced essure coil. 4.she has chronic pain and is taking narcotics as an outpatient. 6. Short-term refill of pain meds provided until she can be seen by gyn clinic for possible pre-op for hysteroscopy vs dx lsc and possible btl or removal of essure. 8. Even though pain may not be directly related to essure coils, esp given. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain, dysmenorrhoea, vaginal discharge, back pain, arthralgia and abdominal pain lower. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself unti the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received, event urinary tract disorder is updated to urinary tract infection, event added- depression, mental anguish, perforation (uterus). Events onset date added, concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the essure device /device breakage"), fallopian tube perforation ("perforation fallopian tube") and uterine perforation ("perforation (uterus)/ migration /migration of essure device location of device: uterus wall") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included premature baby, low blood pressure and breast cancer. She denies any nausea or vomiting. It was reported that norco not helping. Previously administered products included for birth control: nuva ring from 2009 to june 2011, pill from 2008 to 2009, pill from 2007 to 2008 and pill from 2006 to 2007. Concomitant products included hydrocodone, medroxyprogesterone acetate (depo provera), ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient was found to have weight decreased ("weight loss"), 3 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal infection ("infections / infection (bladder/ urinary tract/vaginal)-type:vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), cystitis ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"), back pain ("lower back pain"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and removal of the essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, menstruation irregular, vaginal infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, weight decreased, back pain, arthralgia, depression and anxiety outcome was unknown, the dysmenorrhoea was resolving and the vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, cystitis, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: approximately 12 mm of coil was noted trailing into the uterine cavity. On the left the same procedure was repeated. On that side, 1 trailing coil was noted into uterine cavity with approximately 4 mm of a distance into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Approximate weight at the time of essure placement 126 lbs. On (B)(6) 2015, ultrasound of the pelvic. Findings: the essure coil in the right fallopian tube is visualized. There are normal venous and arterial spectral doppler waveforms in the right ovary. The left ovary is normal in size. The essure coil on the left could not be seen by ultrasound. There are normal venous and arterial spectral doppler waveforms in the left ovary. On (B)(6) 2015,status post essure coil placement 3-4 years ago. On (B)(6) 2015, preoperative diagnosis: abdominal pain, foreign body pelvis. Procedure: diagnostic laparoscopy, enterolysis, and removal of the foreign body. Description of procedure: there was a coil was noticed present in the left side, which was stuck by mesentery of the tube. The part of the mesentery and adhesion was removed, the coil was removed from the left side. There was some inflammation was also noticed in the pelvis and the tube, it seems like the patient had pelvic inflammatory disease. On (B)(6) 2015, history of present illness: undergone removal of an essure coil device on (B)(6) 2015. Presented once again with abdominal pain. She underwent CT scan of the abdomen and pelvis in the emergency department, which showed an essure coil device. The left fallopian tube essure coil device had been removed on (B)(6) 2015. On (B)(6) 2015, procedure: pelvic sonogram findings:. Essure device is seen in bilateral adnexal region. Procedure: right upper quadrant sonogram. On (B)(6) 2015, comparison: transvaginal ultrasound performed earlier today. Procedure: using the ge CT scanner, 5 mm axial images through the pelvis and proximal lower extremities were obtained with 70 ml of intravenous isovue 370. Coronal and sagittal reformats were also reviewed. Impression:· bilateral essure devices, with the right near the endometrial canal and the left adjacent to the uterus. Otherwise, normal CT of the pelvis. Us transvaginal pelvic eval assessment: pelvic pain - mainly in rlq - afebrile and with normal cbc and electrolytes. Vital signs wnl as well radiographic evidence of possible essure coil displacement on right side and remaining piece of coil on left side. No evidence of torsed ovary, free fluid in pelvis or appendicitis. Pain out of proportion with abdominal and pelvic exam findings. Exam non-concerning for acute abdomen. Pain radiating to leg not fully explained by potentially misplaced essure coil. She has chronic pain and is taking narcotics as an outpatient. Short-term refill of pain meds provided until she can be seen by gyn clinic for possible pre-op for hysteroscopy vs dx lsc and possible btl or removal of essure. Even though pain may not be directly related to essure coils, esp given. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain, dysmenorrhoea, vaginal discharge, back pain, arthralgia and abdominal pain lower. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself unti the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet- events cramping and pelvic pain were added. Amendment: the report was also amended on 06-dec-2018 for the following reason: ccc updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the essure device /device breakage'), fallopian tube perforation ('perforation fallopian tube') and uterine perforation ('perforation (uterus)/ migration /migration of essure device location of device: uterus wall') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included premature baby, low blood pressure and breast cancer female. She denies any nausea or vomiting. It was reported that norco not helping. Previously administered products included for birth control: nuva ring from 2009 to (B)(6) 2011, pill from 2008 to 2009, pill from 2007 to 2008 and pill from 2006 to 2007. Concomitant products included hydrocodone, medroxyprogesterone acetate (depo provera), ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient was found to have weight decreased ("weight loss"), 3 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal infection ("infections / infection (bladder/ urinary tract/vaginal)-type:vaginitis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), cystitis ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"), back pain ("lower back pain"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and removal of the essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, menstruation irregular, weight decreased, back pain, arthralgia, depression and anxiety outcome was unknown, the vaginal infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal discharge and abdominal pain lower had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, cystitis, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: approximately 12 mm of coil was noted trailing into the uterine cavity. On the left the same procedure was repeated. On that side, 1 trailing coil was noted into uterine cavity with approximately 4 mm of a distance into the tube. Patient received treatment for pain, bleeding, migration, fracture, uterine perforation, fallopian tube perforation, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Approximate weight at the time of essure placement 126 lbs on (B)(6) 2015, ultrasound of the pelvic findings: the essure coil in the right fallopian tube is visualized. There are normal venous and arterial spectral doppler waveforms in the right ovary. The left ovary is normal in size. The essure coil on the left could not be seen by ultrasound. There are normal venous and arterial spectral doppler waveforms in the left ovary. On (B)(6) 2015,status post essure coil placement 3-4 years ago. On (B)(6) 2015, preoperative diagnosis: abdominal pain, foreign body pelvis. Procedure: diagnostic laparoscopy, enterolysis, and removal of the foreign body. Description of procedure: . There was a coil was noticed present in the left side, which was stuck by mesentery of the tube. The part of the mesentery and adhesion was removed, the coil was removed from the left side. There was some inflammation was also noticed in the pelvis and the tube, it seems like the patient had pelvic inflammatory disease. On (B)(6) 2015, history of present illness: undergone removal of an essure coil device on (B)(6) 2015. Presented once again with abdominal pain. She underwent CT scan of the abdomen and pelvis in the emergency department, which showed an essure coil device. The left fallopian tube essure coil device had been removed on (B)(6) 2015. On (B)(6) 2015, procedure: pelvic sonogram. Findings:. Essure device is seen in bilateral adnexal region. Procedure: right upper quadrant sonogram. On (B)(6) 2015, comparison: transvaginal ultrasound performed earlier today. Procedure: using the ge CT scanner, 5 mm axial images through the pelvis and proximal lower extremities were obtained with 70 ml of intravenous isovue 370. Coronal and sagittal reformats were also reviewed. Impression:· bilateral essure devices, with the right near the endometrial canal and the left adjacent to the uterus. Otherwise, normal CT of the pelvis. Us transvaginal pelvic eval assessment: pelvic pain - mainly in rlq - afebrile and with normal cbc and electrolytes. Vital signs wnl as well 1.radiographic evidence of possible essure coil displacement on right side and remaining piece of coil on left side. No evidence of torsed ovary, free fluid in pelvis or appendicitis. 2.pain out of proportion with abdominal and pelvic exam findings. Exam non-concerning for acute abdomen. 3. Pain radiating to leg not fully explained by potentially misplaced essure coil. 4.she has chronic pain and is taking narcotics as an outpatient. 6. Short-term refill of pain meds provided until she can be seen by gyn clinic for possible pre-op for hysteroscopy vs dx lsc and possible btl or removal of essure 8. Even though pain may not be directly related to essure coils, esp given. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain, dysmenorrhoea, vaginal discharge, back pain, arthralgia and abdominal pain lower. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself unti the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, menorrhagia, uti, vaginal discharge, vaginal infection, cystitis were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration /migration of essure device location of device: uterus wall"), device breakage ("fracture of the essure device /device breakage") and fallopian tube perforation ("perforation fallopian tube") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: she denies any nausea or vomiting. It was reported that norco not helping. Previously administered products included for birth control: nuva ring from 2009 to (B)(6) 2011, pill from 2008 to 2009, pill from 2007 to 2008 and pill from 2006 to 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), infection ("infections / infection (bladder/ urinary tract/vaginal)-type:"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), bladder disorder ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("infection (other) describe: multiple, bladder or urinary problems or changes (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain"), arthralgia ("hip pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, surgery (laparoscopy on (B)(6) 2015 / removal of the essure device on (B)(6) 2015 ,salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, menstruation irregular, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight decreased, back pain, arthralgia and abdominal pain lower outcome was unknown, the dysmenorrhoea was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, menstruation irregular, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: approximately 12 mm of coil was noted trailing into the uterine cavity. On the left the same procedure was repeated. On that side, 1 trailing coil was noted into uterine cavity with approximately 4 mm of a distance into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Approximate weight at the time of essure placement 126 lbs. On (B)(6) 2015, ultrasound of the pelvic. Findings: the essure coil in the right fallopian tube is visualized. There are normal venous and arterial spectral doppler waveforms in the right ovary. The left ovary is normal in size. The essure coil on the left could not be seen by ultrasound. There are normal venous and arterial spectral doppler waveforms in the left ovary. On (B)(6) 2015,status post essure coil placement 3-4 years ago. On (B)(6) 2015, preoperative diagnosis: abdominal pain, foreign body pelvis. Procedure: diagnostic laparoscopy, enterolysis, and removal of the foreign body. Description of procedure: there was a coil was noticed present in the left side, which was stuck by mesentery of the tube. The part of the mesentery and adhesion was removed, the coil was removed from the left side. There was some inflammation was also noticed in the pelvis and the tube, it seems like the patient had pelvic inflammatory disease. On (B)(6), history of present illness: undergone removal of an essure coil device on (B)(6) 2015. Presented once again with abdominal pain. She underwent CT scan of the abdomen and pelvis in the emergency department, which showed an essure coil device. The left fallopian tube essure coil device had been removed on (B)(6) 2015. On (B)(6) 2015, procedure: pelvic sonogram. Findings: essure device is seen in bilateral adnexal region. Procedure: right upper quadrant sonogram. On (B)(6) 2015, comparison: transvaginal ultrasound performed earlier today. Procedure: using the ge CT scanner, 5 mm axial images through the pelvis and proximal lower extremities were obtained with 70 ml of intravenous isovue 370. Coronal and sagittal reformats were also reviewed. Impression:· bilateral essure devices, with the right near the endometrial canal and the left adjacent to the uterus. Otherwise, normal CT of the pelvis. Us transvaginal pelvic eval. Assessment: pelvic pain - mainly in rlq - afebrile and with normal cbc and electrolytes. Vital signs wnl as well. Radiographic evidence of possible essure coil displacement on right side and remaining piece of coil on left side. No evidence of torsed ovary, free fluid in pelvis or appendicitis. Pain out of proportion with abdominal and pelvic exam findings. Exam non-concerning for acute abdomen. Pain radiating to leg not fully explained by potentially misplaced essure coil. She has chronic pain and is taking narcotics as an outpatient. Short-term refill of pain meds provided until she can be seen by gyn clinic for possible pre-op for hysteroscopy vs dx lsc and possible btl or removal of essure. Even though pain may not be directly related to essure coils, esp given. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain, dysmenorrhoea, vaginal discharge, back pain, arthralgia and abdominal pain lower. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself unti the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Medically confirmed case. Patient details, historical drug, concomitant disease, unstructured relevant tests and treatment drug were added. Abnormal bleeding (vaginal, menorrhagia), infection (other) describe: multiple, bladder or urinary problems or changes, dysmenorrhea (cramping), vaginal discharge, weight gain / loss specify which one: weight loss, perforation fallopian tube, lower back pain, hip pain, lower abdomen pain and did you undergo an essure confirmation test? No were added as events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
On 03/31/2017: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracture of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and infection ("infections"). The patient was treated with surgery (removal of the essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, menstruation irregular and infection outcome was unknown. The reporter considered device breakage, device dislocation, infection and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events including migration and fracture of the essure device (understood as device breakage). On (B)(6) 2015, plaintiff underwent surgery and essure was removed. In this case the exact date and mechanism of the device breakage are unknown and also during essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible.